Manufacturer narrative:
(B)(4). Graftmaster: 3.5x16, 3.5x19, 4x16, 2.8x26, impella, ECMO. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of death is listed in the graftmaster rapid exchange (rx), domestic instructions for use, as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.the 3.5x16, 4.0x16 and 2.80x26 graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the patient presented with unstable angina and severe disease in the left anterior descending (lad) coronary artery. During the intervention, two perforations occurred in the mid lad. A 3.5x16 mm graftmaster stent was implanted in the first perforation, but the proximal segment of the perforation was not sealed. A 3.5x19 mm graftmaster was implanted and successfully sealed the perforation. After the first perforation was sealed, the patient went into cardiac arrest and cardiopulmonary resuscitation was performed. A 2.8x26 mm graftmaster stent was implanted to treat the second perforation, but the perforation was not sealed distally. Next, the patient was placed on an impella device and veno-arterial ECMO (extracorporeal membrane oxygenation). A 4.0x16 mm graftmaster was inserted, but was unable to cross and was removed, but the shaft was noted to be kinked. A 3.5x26 mm graftmaster was inserted, but was also unable cross. Despite resuscitation efforts, the patient expired while in the catheterization lab. In the opinion of the physician, the graftmasters did not cause or contribute to the patient death. There was no additional information provided.